Event description:
Information received noted that a remote transmission had an alert for right ventricular (rv) lead integrity due to two of the criteria being met. It was noted that the right ventricular (rv) lead exhibited high-rate non-sustained episodes and a high sensing integrity counter (sic) within three days. The patient was seen in clinic and provocation and manipulation tests were performed, yielding negative reproduction of oversensing. The right ventricular (rv) lead sensitivity was reduced to 0.6 mv at the last check. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).